Event description:
The customer alleged discrepant ion selective electrode (ise) sodium and potassium results on one patient sample when testing was performed on the cobas integra 800 analyzer. Repeat testing was performed on a second integra 800, serial number (B)(4). The initial sodium result was 120 meq/l; the repeat sodium was 134 meq/l. The initial potassium result was 3.3 meq/l; the repeat potassium was 4.5 meq/l. The initial results were reported outside the laboratory. A corrected report was issued with the repeat results. The customer stated the patient was not adversely affected by the event. The lot numbers of the electrodes involved in the event were not provided. Just prior to the event the customer had changed all ise tubing on the analyzer as part of routine maintenance. The field service representative determined the event was caused by improperly placed ise tubing. He corrected the improper connections. The customer performed calibration, quality controls, and precision testing, which were within their specifications.